Manufacturer narrative:
Eval summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant system, a pt had an unexpected postoperative refraction and residual astigmatism 2.0 diopters less in power than the target. Add'l info was requested.